Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: smartablate generator. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia/right ventricular outflow tract (rvot) ablation procedure for recurrent premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade (requiring pericardiocentesis and pericardial drain) and asystole (requiring transvenous pacing). During the 3rd radiofrequency application, a steam pop occurred. Smartablate generator turned itself off immediately after the steam pop. No error message was observed. Ablation catheter was removed from the body, inspected for defects, and no defects were identified. Catheter was reinserted. During the 4th radiofrequency application, the patient became asystolic. Transvenous pacing was initiated. Pericardial effusion was detected. Pericardiocentesis was performed and yielded 100 ml of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. No transseptal puncture was performed as this was a right sided ablation. There is no sheath information. Generator settings at the time of injury included power at 30 watts and temperature at 40°c. There is no information regarding power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or if the carto 3 system indicated to re-zero the catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. It was noted that the smartablate generator turned itself off immediately after the steam pop. However, there were no errors observed on any bwi equipment during the procedure.